Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the clogged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site on the hip/buttocks, the pod's cannula was found blocked. Patient also experienced a lump and redness around the infusion sites, consistent with sensitive skin. As treatment, a new pod was applied.

Manufacturer narrative:
Upon review the patient was using an-unapproved insulin brand fiasp. This represents off-label use. The device may not function as intended because it was used off-label; therefore, the event is not reportable. As per the omnipod 5 user guide warnings 'warning: only use rapid-acting u-100 novolog® (insulin aspart), humalog® (insulin lispro), kirsty® (insulin aspart), and admelog® (insulin lispro) insulin in the omnipod 5 system as they have been tested and found to be safe for use with this system. Novolog, humalog, kirsty, and admelog are compatible with the omnipod 5 system for use up to 72 hours (3 days).'.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site on the hip/buttocks, the pod's cannula was found blocked. Patient also experienced a lump and redness around the infusion sites, consistent with sensitive skin. As treatment, a new pod was applied. Upon review the patient was using an-unapproved insulin brand fiasp. This is considered off-label use and therefore this event is not reportable.